Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the distal end with ccd module/us probe fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the distal end with ccd module/us probe. In addition, our technician confirmed that the objective lens broken, the light guide cable buckled, the suction channel buckled, the us connector/junction cable (short) buckled, the lg prong corroded, the lg prong top corroded, the electrical pin connector corroded, the lg air/water socket cylinder deformed, the bending rubber leak, the insertion flexible tube worn out, the segment steel braid rupture, and the ccd module with drive pcb objective lens cracked; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.